Event description:
It was reported that during the implant procedure there was high lead impedance of 2400 ohms. The lead was confirmed to be functioning properly but when connected to the device, the high impedance was noted. Multiple attempts were made to reconnect however with the same result. In addition oversensing was also noted, as well as blood ingress in the device connector. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found; grommet damage was noted.